Event description:
The customer reported a loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the service rep reseated all the c-arm circuit boards.